Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found that the flow sensor needed to be calibrated. The se calibrated the flow sensor and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during maintenance a 980 ventilator shut down. The ventilator was not in use on a patient at the time the event occurred.